Event description:
It was reported that a collar detachment occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure while the device was inside the patient, it was noted that the connection port was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that device was removed from the patient normally.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process, the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event.

Event description:
It was reported that a collar detachment occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure while the device was inside the patient, it was noted that the connection port was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.